Event description:
Boston scientific received information that this left ventricular lead had loss of capture and high thresholds. As a result it was surgically abandoned and successfully replaced.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.